Manufacturer narrative:
The customer provided stryker with the available patient information. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their defibrillation pads could not detect patient rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The faulty electrodes were not returned to stryker for evaluation. The reported issue was unable to be verified and duplicated and the cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their defibrillation pads could not detect patient rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.